Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the coronary diagnosis procedure was completed with another system, causing approximately a 50-minute delay a philips field service engineer (fse) went to the site and identified that the issue with the suite pc not booting up was caused by the ts switch in the m cabinet being turned off. Although the 220v power supply was available, the suite pc could not turn on. The review of system log file indicated issues related to suite pc. The fse replaced the suite pc. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system's suite computer was unable to boot, preventing a full system boot. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.